Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that spo2 is inaccurate.the device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported to philips that spo2 is inaccurate.the device was in use on a patient. There was no report of patient or user harm.